Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl. The customer stated that they treated the high blood glucose with manual injection. Customer also reported that, the cannula was bent. Customer stated he had not had the problem since changing infusion set, but would call back if the issue persisted. The insulin pump will not be returned for analysis.